Manufacturer narrative:
Philips service replaced the defective cube module (cube cvfd-5 assy, mpd control unit) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was unable to perform fluoro/acquisition due to hardware failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.